Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display and frozen screen noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had button error and unresponsive keypad. The customer did not recall any significant events leading up to the alarm. Customer's blood glucose value was 138 mg/dl at the time of the incident. The customer was asked to observe if the time clock advances and it did not move. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis